Event description:
Details of the incident - (B)(6), an itu nurse, was preparing a bed to allow a pt transfer, the head section had already been raised to approx 45 degrees by the previous shift, so the bed was gently pulled away from the wall to allow better access for the pt by one of (B)(6)colleagues - (B)(6) turned around to help the pt out of the wheelchair when he heard 'a loud clang' and turned around to realize that the head section had dropped. There was no-one at the head section or near the CPR release handles at the time. There were no injuries.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc. On behalf of the MFR arjohuntleigh (B)(4). Additional info will be provided following the conclusion of the MFR's investigation.